Event description:
The customer initially reported that the device blade came out of the track and was exposed. Another device was used to complete the procedure without incident. There was no pt injury. The incident device was returned and a visual inspection confirmed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.